Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 262 mg/dl. Customer stated that his wife had driven him to the hospital. Customer was experiencing shortness of breath. Hospital treated customer with manual injections. Diagnosed a fibrillation and kidney problems related to diabetes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.